Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported memory loss could not be conclusively determined.

Event description:
Following an ablation procedure, the patient had short term memory lapses since having the procedure. An MRI was performed noting nothing of clinical significance. The cause of the memory loss is unknown.